Event description:
It was reported that the acetabulum was revised patient had painful left hip. Only the head was a stryker product.

Event description:
It was reported that the acetabulum was revised patient had painful left hip. Only the head was a stryker product.

Manufacturer narrative:
An event regarding a revision due to pain involving an unknown head was reported. The event was not confirmed. Device evaluation could not be performed as no items associated with the event were returned or made available for identification or evaluation. Medical records evaluation not performed as none were made available for evaluation. A review of the device history records could not be performed as no lot information was provided. A complaint history review could not be performed as the device was not properly identified. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown 28+4 head.an evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. (B)(4): not returned to the manufacturer.